Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising. The analyst noted that there were 626 v-sics since the last session 184 days ago. Additionally, the rv pacing impedance was steady at approximately 441 ohms through (B)(6) 2014, before rising asymptotically to approximately 1000 ohms over the next 500 days, by (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and increased impedance. It was noted that previous reprogramming was performed to sensitivity for possible t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.